Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). Review of the device history records and/or a lot specific complaint database search was not possible for the sleeve, stem and liner as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Pfs alleges pain and limping. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, and loose femoral component (didn't indicate if stem or sleeve was loose).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is still under investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.